Event description:
The customer reported a colleague infusion pump with a damaged battery during biomedical testing. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as colleague (B)(4). No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however a baxter field service engineer performed device evaluation at the customer site. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a damaged battery and determined the root cause to be depleted main batteries. The main batteries and battery harness were replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.